Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemic events and received urgent low alerts with a low of 63 mg/dl; review of device data showed a meal was announced when glucose was 78 mg/dl, and counseling was provided on treating to target before announcing meals. Symptoms included low glucose and urgent low soon alerts. Outcomes included the need for oral glucose treatment and user education on meal timing and hypoglycemia management. Investigation included review of available device data and troubleshooting with the user. Investigation of this case revealed inappropriate meal announcement timing relative to low glucose and falling trend, which increased the risk of prolonged hypoglycemia. It was concluded that the device functioned as designed and that user technique contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.